Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the fenestrated bipolar forceps instrument was damaged and a piece fell inside the patient. The fallen piece was retrieved during the same procedure. The user completed the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 1.58 from the distal tip. A piece measuring proximately 0.133¿ x 0.164¿ was not returned with the instrument. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end.

Event description:
Refer to h10/h11 for follow-up information.